Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced headache, dry mouth, and body pain and mentioned that she had diabetic ketoacidosis (dka). The cgm was reading 11.0 mmol/l and the blood glucose reading was 17.0 mmol/l. The patient was seen in the hospital and was treated with intravenous saline. Blood tests were done and no abnormal results were reported, and the patient was discharged after less than 3 hours. At the time of the report the patient had stabilized. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.